Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on customer service agent (csa) documentation. The patient reported that on (B)(6) 2020 she obtained results of ¿89 and 79mg/dl¿ on the subject meter. The patient manages her diabetes with metformin pills and denied making any changes to her usual diabetes management routine in response to the allegedly inaccurate results. The patient reported that on (B)(6) 2020, after the alleged issue occurred, she developed a symptom of blurry vision and that she self-treated by eating a sandwich. The patient reported that on (B)(6) 2020 she tested her blood glucose on a freestyle device which gave a result of ¿53mg/dl¿ during troubleshooting, the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported as the patient reported developing symptoms that meet lifescan¿s criteria for a serious injury adverse event after obtaining allegedly inaccurate results on the subject meter.